Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level was 109 mg/dl. Reportedly, the customer did not have alternate insulin therapy available and declined further follow up from tandem technical support.